Manufacturer narrative:
Conclusions - we conclude that the burn was most likely caused by some kind of unwanted rf interference . Such interference is hard to predict because with rf interference many factors play a role. For instance, the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, and so forth. So the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. In this case the strange positioning of the coil may have contributed to the burn. The instructions for use already contains warnings on coil and cable positioning in relationship to the pt. No further corrective action is required for this site.